Event description:
The customer alleged the sterrad unit was emitting a fog-like haze due to an oil mist. The cycle cancelled and the unit was not in use. The customer stated that no injuries were involved from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced a cracked filter. The unit is back in operation.